Manufacturer narrative:
An event of "prosthetic valve dysfunction" was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient who underwent implant of a 19mm sjm trifecta valve on (B)(6) 2016 was seen in their clinic for a follow up visit. During the visit, prosthetic valve dysfunction was discovered. On (B)(6) 2021 the patient required a valve in valve procedure. A non-abbott device was placed. No additional information has been provided.

Manufacturer narrative:
An event of "prosthetic valve dysfunction" was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.